Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they don't use their device anymore because it worked too well and made them constipated and it resulted in an intestinal burst. The patient stated that exactly a year ago, they were hospitalized for 4 months and bedridden for some time due to the event. Patient said they were in the ICU and fed through a tube for months and it was a very critical incident for them, patient stated that they were dead on arrival at the hospital when the event occured. Patient mentioned that they were going have the system removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patients IFU was for symptoms of overactive bladder. They reported that the therapy was efficacious in treating the patient for these symptoms. They indicated that during the time of the patient had the device, the therapy had not contributed to adverse changes in their bowel or bladder habits. The device was not related to the patient's onset of constipation and intestinal burst. The patient had a history of ten abdominal surgeries. On (B)(6) 2023 the patient was seen for a small bowel obstruction and on (B)(6) 2023 they were hospitalized with enterocutaneous fistula, but they were not hospitalized for 4 months. They said the patient had no reoccurrence of symptoms and the device was still implanted and on. Device revision or replacement was not planned.